Event description:
The patient reported a lost omnipod controller after attending a wedding two days prior. The patient realized the controller was missing the morning before the call and could not deliver insulin, which led to high ketones and vomiting. The pod was not worn at the time of the medical event as the patient had reported the pod had been removed after being knocked and not delivering insulin. On (B)(6) 2026, the patient was hospitalized with ketones of 4.7 mmol/l and blood glucose levels approximately 15 mmol/l (270 mg/dl). The patient was diagnosed with diabetic ketoacidosis and was treated with an intravenous (IV) normal drip and an IV-insulin drip. The patient was discharged from the hospital on (B)(6) 2026. The patient consulted with their diabetes nurse for controller settings and confirmed backup methods for treatment.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because the device had been lost. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.